Event description:
Received letter from attorney claimed on (B)(6) 2015 due to a defect and inadequate warning on powerchair, his client sustained injuries.

Manufacturer narrative:
The serial number and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.